Event description:
The customer reported a quality control failure. The customer also reported that the probe wipe was not completely wiping the probe, leaving blood on the outside of the probe. While investigating the quality control failure, a potential hazard was observed. A beckman coulter field service engineer (fse) determined that blood was remaining on the probe after the probe entered the wbc (white blood cell) bath on the coulter act diff analyzer. There is the potential for blood carryover, leading to erroneous test results for wbc count, rbc (red blood cell) count, hct (hematocrit), hgb (hemoglobin) and plt (platelet) count. Erroneous test results were not generated during this event, because the instrument was not in use due to the quality control failure. There was no exposure to operators reported. Operators were wearing personal protective equipment. There were no reports of death, serious injury, or affect to patient treatment associated with this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) evaluated the analyzer. The fse found the probe was not being completely wiped of blood during the probe wipe cycle. The fse replaced the check valves, the blue filters; the probe and the probe wipe, the diluent pickup tube and checked the function of valve vl8. The probe is now being cleaned properly. Repair was verified and system validated. Cause of the probe not being completely wiped of blood by the instrument during probe wipe cycle is unknown. Product labeling was evaluated. Coulter act diff analyzer operator's guide, pn: 4237416: beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).